Event description:
While using medtronic's 670g insulin pump as a closed-loop system ("auto mode", as described by medtronic), I awoke on the morning of (B)(6) to a measured blood glucose level of 39 mg/dl. A similar incident happened on (B)(6), where around 11:30am edt I tested a blood glucose level of 78 mg/dl, whereas the sensor glucose as measured by the guardian sensor was approximately 199 mg/dl. This was also in auto mode, and nearly contributed to a low blood glucose of similar severity to the incident which occurred on (B)(6). For context, a "normal" blood glucose level for a type 1 diabetic such as myself is between 80-120 mg/dl, and medtronic claims its auto mode has a goal glucose level of 120 mg/dl.